Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure, stent damage was noted. The access was obtained via the left side. The 75% stenosed, eccentric, 38mm in length, de novo target lesion was located in the non-tortuous and non-calcified, 2.5mm in diameter left anterior descending artery. The lesion was pre-dilated with a 2.5x20mm maverick balloon catheter. This 2.50x38mm promus element stent delivery system was selected; however, when the device was unpacked the user noticed that the surface of the stent was rough and the stent was damaged. The device did not enter the patient and the procedure was completed with another of the same device and post-dilation with a 2.5x20mm quantum balloon catheter. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned complaint device revealed that middle stent damage was present. The stent struts were misaligned. The balloon and tip sections of the device were microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were present along the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure, stent damage was noted. The access was obtained via the left side. The 75% stenosed, eccentric, 38mm in length, de novo target lesion was located in the non-tortuous and non-calcified, 2.5mm in diameter left anterior descending artery. The lesion was pre-dilated with a 2.5x20mm maverick balloon catheter. This 2.50x38mm promus element stent delivery system was selected; however, when the device was unpacked, the user noticed that the surface of the stent was rough and the stent was damaged. The device did not enter the patient and the procedure was completed with another of the same device and post-dilation with a 2.5x20mm quantum balloon catheter. No patient complications were reported and the patients status is stable.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).